Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who presented with paradoxical hyperplasia after coolsculpting treatment in the lower abdomen with cooladvantage plus, coolcore contour applicator and coolscultping treatment in the flanks (love handles) with the cooladvatage, coolcurve plus applicator on the same day. One month after the treatment the patient first started to notice symptoms. The tissue was described as enlarged firm, in area applicators were placed. Visible enlargement with clear demarcation and some bulging is noted in all concerned areas, more evident in flanks, consistent with paradoxical hyperplasia. The patient was diagnosed with paradoxical adipose hyperplasia in bilateral lower abdomen and bilateral anterior flanks.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen and flanks on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators with coolcore and coolcurve+ contours and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.